Manufacturer narrative:
On (B)(6) 2015, the field service engineer ( fse) was dispatched onsite. The lead screw for the nozzle was cleaned and lubricated. The fse ran patient samples 15 times with no issues. The g8 instrument was functioning as intended, and the error cleared. No further action required by fse. The most probable cause of the reported event was a dirty lead screw. Tosoh bioscience, inc is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer called to report the following error: z1 error on the g8 instrument. On (B)(6) 2015, the field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.